Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurrent incontinence. The device was explanted and replaced; no leakage was. No further patient complications were reported.

Event description:
It was reported that the patient had a surgical procedure to replace an artificial urinary sphincter (aus) device due to recurring incontinence. There was no visible leakage from any of the components observed and no device issues were noted. The patient is expected to have a full recovery and no further patient complications were reported.

Manufacturer narrative:
Correction to block a1, b5, and g1.